Event description:
During a follow-up, low sensing on the right ventricular (rv) lead was noted. During the revision procedure, it was noted that the helix could not be retracted. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination revealed the helix was bent. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray examination did not reveal any other anomalies with the exception of damages that are consistent with those occurring at the time of procedure. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.